Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity: unknown/ not provided. Device evaluation: one (1) device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lint on cone of patient interface (pi) that would not come off with duster. This was discovered during patient contact. The procedure was completed successfully. There was no patient harm and no medical intervention needed.